Manufacturer narrative:
The account found that the nurse call cable was loose. The account reconnected the nurse call to resolve the issue.

Event description:
The account alleged the nurse call did not function. No patient impact.